Manufacturer narrative:
On-site investigation was performed by field service engineer. According to provided information, air gas module and pneumatic back-plane printed circuit board were replaced to resolve the issue. The device was delivered to the user in working condition. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). Pneumatic back plane printed circuit board (pcb) is interconnecting board including connectors for cables to the gas modules as well as to the safety valve and to the o2 sensor/cell and the temperature sensor. Claimed issue has been confirmed in provided device's logs. Expiratory minute volume low alarm occurred together with paw high alarm. Moreover additional alarms such as low o2 concentration, check tubing, air supply pressure low, respiratory rate low have been found in device's logs. Alarms such as expiratory minute volume low, paw high, heck tubing, air supply pressure low, respiratory rate low indicate a leakage in the patient circuit. A leakage may be perceived by the ventilator as breath trigger from the patient and the ventilator will then initiate a support breath and the ventilator starts auto cycling. Alarms will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. Leakage in patient circuit may lead to insufficient ventilation or no ventilation to the patient. Alarm o2 concentration high is activated when measured o2 concentration exceeds the set value by more than 5 vol.%. There are two main reasons for these alarms: gas delivery error (wrong gas concentration is delivered from the system, but the gas concentration is measured correctly) or measurement error (correct gas concentration is delivered from the system, but the gas concentration is measured incorrectly. Claimed parts were not available for further analysis. The cause of the issue was determined as related to defective air gas module and pneumatic back plane pcb. A correction of fields: b5 describe event or problem, d4 unique identifier (UDI) and h4 device manufacture date was required. Previous b5 describe event or problem: it was reported that the ventilator exhibited insufficient ventilation. There was no patient harm. Manufacturer's reference #: (B)(4). Corrected b5 describe event or problem: it was reported that tidal volume mismatch occurred on ventilator. There was no patient harm. Manufacturer's reference #: (B)(4). Previous d4 unique identifier (UDI): blank. Corrected d4 unique identifier (UDI): (B)(4). -previous h4 device manufacture date: 11/02/2015. Corrected h4 device manufacture date: 10/29/2015.

Event description:
It was reported that tidal volume mismatch occurred on ventilator. There was no patient harm. Manufacturer's reference #: (B)(4).

Event description:
It was reported that the ventilator exhibited insufficient ventilation. There was no patient harm. Manufacturer's reference #: (B)(4).